Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported failure for ultrasonic and short circuit error when the jaw was closed and the seal button was activated. Visual inspection found a portion of the tip charred, melted and exposing metal. The teflon pad was partially split on both sides but without any missing fragments. The device passed the probe check performed. The distal end of the device has traces of thermal damage to the probe unit. No other non-conformities were found during the evaluation. The cause of the reported complaint is most likely due to electrodes of the hf instrument touching each other or insufficient tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly. Cross reference MFR report#: 2951238-2015-00411.

Event description:
Olympus was informed that during an unknown procedure, several probe damage error messages were observed on the electrosurgical generator (esu). The probe damage error messages were cleared and the procedure was continued. Shortly after continuing, an ultrasonic and short circuit error message was observed and the device was replaced for a second time. It was also stated that no metal was touching when the error messages occurred. It was noted that again error messages were observed and the physician replaced both the transducer and second device. The intended procedure was successfully completed with a third similar device. There was no patient injury reported. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that there was some metal exposed on the grasping section of the device. However, no device fragment fell into the patient. There was intense squealing noticed and the physician removed the device for inspection. It was reported that the issue occurred during the seal and cut function of the device. No further information was provided. This is one of two reports.